Event description:
It was reported that the primary controller exhibited a controller fault alarm due to a low internal battery. It was further reported that there was a ventricular assist device (vad) stop alarm due to driveline disconnection which occurred after the controller fault alarm. Of note, the patient and caregiver claimed that a vad stop, and controller failed alarm was seen with flashing red triangle. During the exchange of the primary controller, the patient briefly lost consciousness. The patient was exchanged to a secondary controller and vad stop alarms were exhibited. The primary controller was exchanged, and the secondary controller and driveline remain in use. The patient recovered after the loss of consciousness, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420/ catalog #: 1420 / expiration date: (B)(6) 2021 / serial#: (B)(4) / UDI #: (B)(6) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 31-jan-2020 / labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0 / model #: 1420/ catalog #: 1420 / expiration date: 31-jan-2021 / serial#: (B)(4) / UDI #: (B)(6) device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 31-jan-2020 / labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports, the serial port, and pump connector. These are additional findings not related to the reported event; the most likely root cause of the observed contamination within the controller ports can be attributed to the handling of the device. Log file analysis did not reveal any controller failed alarms within the analyzed period. Log file analysis associated with (B)(6) revealed multiple event exceptions were logged on (B)(6) 2022 and a controller fault alarm logged on (B)(6) 2022 at 18:36:56, indicating an issue with the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Additionally, an internal inspection did not reveal any anomalies. Additionally, log file analysis associated with (B)(6) also revealed a vad disconnect alarm logged on (B)(6) 2022 at 18:41:15, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Log file analysis associated with (B)(6) revealed two controller power up events logged on (B)(6) 2022 at 19:55:41 and 19:56:39 with an associated pump start at 19:58:35. Additionally, two vad disconnect alarms logged on (B)(6) 2022 at 19:55:46 and 19:56:44, likely due to the controller powered up without the driveline connected. Review of the data log file associated with (B)(6) revealed that the controller was not in use prior to the controller power up events; the first data point was logged at 19:57:12 on (B)(6) 2022, indicating that the power up events and vad disconnect alarms occurred during a controller exchange. As a result, the reported controller fault alarm and vad stop associated with vad disconnect alarms event was confirmed. The reported controller failed alarm with " flashing red triangle event" could not be confirmed. Based on log file analysis, the most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Based on the available information, a possible root cause of the reported controller fault alarm event can be attributed, but not limited to a faulty internal battery charger integrated circuit. Additional products: d4: (B)(6) h3: yes h6: img code(s): g02013, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c15 h6: FDA conclusion code(s): d01, d02, d11 d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.